Event description:
It was reported that this pacemaker oversensed a transcatheter aortic valve replacement (tavr) procedure and labeled it as ventricular tachycardia (vt). This pacemaker remains in service. No adverse patient effects were reported.